Manufacturer narrative:
Complaint internal reference: (B)(4). H10, h2, h3, h6: two fast-fix 360 curved needle delivery system devices, used in treatment, were returned for evaluation. A visual inspection revealed t1, t2, and suture were not returned with either of the delivery devices. The needles were inspected and no damage or deformation was observed. A functional evaluation revealed the actuator cycled and actuated properly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review of batch records concluded this was an isolated event . The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the fast-fix 360 meniscal repair system instructions for use found the following warnings and precautions related to premature anchor deployment: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately.

Event description:
It was reported that after deploying t1, the t2 deploy prematurely. The malfunction was solved with a delay shorter than 30 minutes and no further complications using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.